Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had trouble placing the atrial lead. Once in the atrium, the lead had no capture in multiple locations. The lead had high impedance, a possible fracture and was not sensing the p waves. It was noted that the lead had gone through many tortuous moves through the anatomy and could have been damaged because of multiple lead placements. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.